Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4). The cause of the aneurysm growth is unknown. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 33 mm. Follow up dates and aneurysm measurement: (B)(6) 2011: 33 mm; (B)(6) 2011: 33 mm; (B)(6) 2012: 36.5 mm; (B)(6) 2013: 36.7 mm; (B)(6) 2014: 38 mm. It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention.

Manufacturer narrative:
Revised date of event.